Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is having their ins explanted on (B)(6) 2018. There were no symptoms reported. The issue was not resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Additional review indicated conclusion code 11 and results code 3221 no longer applicable to the event:the returned implantable neurostimulator (product ID 97714, sn (B)(4)) passed all functional testing in the laboratory. No a anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The lead (product ID 977a260, sn: (B)(4)) was returned segmented. Due to the condition of the returned lead, only a careful microscopic examination was performed. During visual analysis of the lead, it was noted the distal end was not returned. The lead (product ID 977a260, sn: (B)(4)) was returned segmented. Due to the condition of the returned lead, only a careful microscopic examination was performed. During visual analysis of the lead, it was noted the distal end was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. H6: conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the reason the patient's device was explanted was unknown. The patient had a new MRI which showed the likely need for spine surgery. The cause of the patient's issues was not determined. This information was confirmed with the physician/account. No further complications reported.